Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, shortness of breath, chest pain, and in-stent restenosis occurred. In (B)(6) 2008, the subject presented with complaints of chest pain, shortness of breath and positive stress test. The subject was subsequently diagnosed with unstable angina (braunwald classification iib). Cardiac catheterization was recommended which revealed a 90% stenosed lesion located in the mid left anterior descending artery (lad). The lesion was 12.0mm long with a reference vessel diameter of 2.75mm and treated with pre-dilation and placement of a 2.75 x 16mm study stent. Following post dilatation, residual stenosis was 0% and the subject was discharged on aspirin and clopidogrel the following day. On (B)(6) 2011, the patient presented with shortness of breath. In (B)(6) 2012, the subject presented with exertional chest pain and dyspnea. Cardiac catheterization was recommended which revealed 70% ostial stenosis in the lad which was treated with pre-dilation and placement of a 3.5 x 15mm non-bsc stent. Following post dilatation, residual stenosis was 0%. The event was considered resolved without residual effect and the subject was discharged the following day.